Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7009820. All inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328418, batch no: 7009820. It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle a loose needle in the box of syringes stuck an employee. The employee removed the needle and performed hand hygiene. The following information was provided by the initial reporter: customer called in and stated there was a loose needle in the box of syringes which caused an employee to be stuck. No medical intervention was required. The individual affected removed the needle and performed hand hygiene. Only one needle was found to be loose in the box, and it was placed into a sharps container after being removed from the finger.